Event description:
It was reported that 1 day following a coronary drug eluting stenting treatment procedure the pt experienced a thrombosis in the stent artery. In 2005 the pt presented with symptoms of a myocardial infarction (mi) including positive cardiac enzymes and substernal chest pain. The pt had a diffusely diseased left anterior descending (lad) artery with a high suspicion of thrombus. The vessel was described as small, 2.5- 2.75 mm. The target lesion was 90% occluded and another lesion (in the circumflex) was 80% occluded. The lad was direct stented under high pressure from distal to proximal. The taxus express2 2.5 x 12 mm drug eluting stent was successfully deployed in the lad and looked well apposed. There was no post dilation of the vessel. The pt had some mild chest discomfort, was hemodynamically stable, and the cardiac enzymes were negative. The pt's act was 286 and not controllable. During the procedure the pt was given reopro, heparin, nitroglycerine, and angiomax. The pt was placed on plavix and asa following the procedure. The next morning the cx was going to be stented as this was a staged procedure. The pt complained of chest pain and indications of an acute mi including st elevations. Using ivus it was found there was thrombus mid-stent in the lad. The vessel was wired and thoroughly dilated with a 2.5 x 30 mm crossail balloon. The vessel was reopened and then more thrombus was found; it was continually forming. During the target lesion revascularization some clot whent into the left main artery. Angiojet was used to evacuate the area. When the wire was re-introduced it was hitting "organized thrombus" which was described as more fibrous than normal. The wire would not pass. A balloon was re-introduced and expanded at high pressure. Another taxus stent, size 2.5 x 12 mm, was placed within the previous stent. During this procedure the pt received plavix and heparin. An intra arotic balloon pump was places and the pt was sent back to critical care unit asymptomatic with a remaining 50% occlusion in the lad. The pt's act was now controllable. The physician was questioning if the pt was hypercoagulative, hypersensitive to the product, or hyper-resistant. The pt was discharged fromn the hospital two days later and was reported to be doing well.